Event description:
During a high anterior resection procedure, the cancer was about 13 cm up on the rectum. Air leakage, inspection of the staple line and donut checking were done after the surgery and everything seemed good. On the 2nd day the pt went into septic shock and needed urgent a reoperation. The surgeons opened the pt and they found that the pt had the abdomen filled with fecal leakage. When they inspected the staple line they found fecal leakage from three parts of the circular stapleline. The leakage came from one 9, one 11 and one 1 o'clock. The surgeon didn't see any tension and no necrosis from the staple line. The pt got a permanent stoma after the reoperation.